Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, due to poor watertightness of cable unit and because the cable unit was twisted, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a loss of water tightness. There was no patient involvement.